Event description:
It was reported that the patient underwent port placement on (B)(6) 2015 and topical skin adhesive was used. On (B)(6) 2015, the patient had the first infusion. The patient reported that the puncture site would not heal and had issues with continued bleeding. The patient reported they did not know if the puncture was through the topical skin adhesive, because the patient did not see the topical skin adhesive but the puncture and the port incision were near each other. Approximately one week later, the patient reported feeling sluggish and tired. The patient was seen in the e.r. On (B)(6) 2015 and diagnosed with a port infection and was treated with IV antibiotics. On (B)(6) 2015, the port was removed. At the patient¿s last appointment with the physician, the patient was told the incision was healing. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).